Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the cause of the oor, return of tremor, and shocking could not be determined. The device was scheduled to be explanted (B)(6). See (B)(4) for previous report of oor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the re vision resolved the issue. The explanted lead was not going to be returned for analysis. No further complications were anticipated.

Manufacturer narrative:
Product ID 3708660 lot# serial# unknown. Product type extension product ID neu_unknown_lead lot# unknown. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the rc wasreplaced with pc and they implanted two new extensions. They tested each lead independently with twistlock and started with the left. No problems were found and the impedance appeared to be higher than baseline but within normal limits. They tested the right lead with twistlock and no problems were found. They connected the new extensions and battery and tested impedance. Left vim auto bumpedfrom 0.7 v to 1.5 v then within normal limits. Still slightly higher than they had been seeing. It was found that the right had no problems. Then, the device was turned on to programmed settings, they took therapy impedance and they got a return on the left vim 1.2 ma and right 0.9 ma. No oor. Next, it was closed out and they waited a moment to re-test and there was still no oor. After a few minutes they tested again, still no oor. The surgeon closed and tested again no oor. Finally, they waited 20 to 30 minutes and then they received an oor message with the new battery at previously programmed rates. No further complications were reported. Additional information was received indicating no cause has been determined. The lead tested normal impedance independent of extension and battery. The patient is being scheduled for a lead revision since that's the only component that hasn't changed. No further complications were reported. Additional information was received indicating the patient has a lead revision scheduled for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID: (B)(4), lot# va1jfx5, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# unknown, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of movement disorders. The caller reported out of regulation (oor) message was seen on the tablet and patient programmer. The rep reported when the patient turned therapy off at night, he got oor ever time. The patient was able to clear the oor with the patient programmer (pp). The rep stated the patient felt euphoric on (B)(6) 2019 and by (B)(6) 2019, the patients tremor came back full blown. The patient was reprogrammed but was reverting back to the program that allowed therapy relief. The patient had not had a therapeutic issue in the past even with the frequent oor message. The rep stated an impedance check showed nothing and palpation did not elicit anything either. Interestingly, the impedance test gave electrode impedances for both sides but for therapy impedances, the left vim info did not show up. The rep stated she had to run therapy impedances again to get both sides. The rep stated the patient was programmed c & 1 and programming was changed to c & 2 but the patient was still getting oors. The patient was not using the patient programmer (pp) repeatedly to cause oors. No further complications were reported or anticipated. Additional information was received from the rep stating impedance values: left vim - (B)(6) 2018, c0 1627, ohms c1 1287, c2 1418, c3 1743, 01 1861, 02 2391, 03 2923, 12 1880, 13 2457, 23 2189 left therapy impedance 1218 ohms 0.994 ma, right therapy impedance 1092ohms 1.107ma 1.2 volts 60, 185 hz, 1-c+, 9c. It was reported the patient continued to have issues with oor on the patient programmer (pp) and was getting frustrated. If the issue could not be resolved, the hcp might remove the implant and replace with another company's product. The impedances were reviewed and nothing showed up as a red flag. Impedances compared to (B)(6) 2018 appeared to be lower on the left but not significant enough to point to any issue. The right side impedance had been relatively stable. The rep programmed group d on the right side to see if the patient was still getting an oor. Another rep would meet with the patient again to get the file. Additional information was received from the rep stating the patient mentioned a few weeks ago it felt like he was getting shocking in his head. He described it to be similar to when he adjusted programs but he was not making adjustments. This happened randomly and not during any certain movements or time. Also, he had occasional tingling and numbness behind his left ear where the extension was. Additional information was received from the rep stating it was likely they would pull the full system.